Event description:
It was reported that after the paddle revision procedure (MFR report number 3006630150-2023-06539), the patient was experiencing inadequate stimulation and was having difficulty connecting the remote to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The explanted ipg was returned for analysis. The reported allegation that the patient was experiencing inadequate stimulation and was having difficulty connecting the rc after a revision procedure was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that after the paddle revision procedure (MFR report number 3006630150-2023-06539), the patient was experiencing inadequate stimulation and was having difficulty connecting the remote to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred after the lead revision.